Event description:
It was reported that the valve would not adjust.

Manufacturer narrative:
The initial complaint was for a strata ii valve. Small (catalog #42856), but a strata I valve, small was returned (catalog # 42855). The returned valve was patent and passed siphon testing. The valve was stuck and not adjustable to any pressure level settings past 0.5. Through valve dissection, it was found that the cap of the valve was smashed down on one side and that the guide ring was pushed down onto the rotor. It is unk how or when this damage may have occurred. The valve was not within specs for preimplantation and pressure-flow testing. The valve did not pass reflux or leakage testing due to a small hole on the bottom of the delta chamber. It is unk how or when this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.